Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. Visual inspection of the lead found the helix was retracted clogged with blood/tissue as received. Visual and x-ray examination of the helix mechanism was normal. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing was also normal.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the helix of right atrial (ra) lead was found extended. The physician elected to remove and replace the ra lead to complete the procedure. The patient was in stable condition throughout.